Event description:
It was reported that during a rotator cuff repair procedure, the physician attempted to utilize a multifix p knotless implant by pounding the implant into the bone. After deployment the physician inadvertently tested the strength of anchor by pulling on the non-repair side of the suture tails. That implant was backed out and another multifix p knotless implant was attempted in the same bone hole. However, the second implant failed to secure properly and was also backed out of the bone hole. A third multifix p knotless implant was used to complete the repair by placing the new implant slightly lateral and anterior from the first attempted site. No pt complications were reported as a result of this event.

Manufacturer narrative:
Reference MFR report: 9019871-2012-00656.